Event description:
It was reported that the patient experienced hyperglycemia after being off the ilet and using insulin pens, then reconnecting to the ilet with blood glucose readings reported as high as 401 mg/dl and later trending downward while correction doses were observed in device history. Symptoms included high blood glucose. Outcomes included no reported injury, no medical intervention beyond home management, and no hospitalization. Investigation included review of device use, therapy history, and troubleshooting with education on ketone assessment and monitoring. Investigation of this case revealed that the device was delivering insulin corrections as expected and no device malfunction was identified. It was concluded that the event was user-related with cause of hyperglycemia unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.